Manufacturer narrative:
Field follow-up confirmed the sicd system was explanted; no return of product is expected. Reportedly upon pocket reopen, a broken device suture tie-down was exhibited. This had allowed the device to rotate within the pocket and thus compromise the optimal implant positioning. Additionally, the previous episode was further reviewed. The physician confirmed no evidence of any product involved malfunction, as a cause of the patient's non-conversion. In absence of a returned product our investigation has concluded. No adverse effects were reported during the replacement procedure.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a ventricular fibrillation (vf) episode while at home. The episode was correctly detected by the device and four shocks delivered; however the arrhythmia not converted. The device then declared the episode over, likely due to undersensing. A second episode was then declared: the physician states it was most likely a continuation of the first episode. The patient was reportedly asystolic for approximately 15 seconds, prior to self conversion. All episode information was observed during a routine in-clinic follow-up, as no adverse patient effects were reported during the episode. The patient has since been hospitalized as boston scientific's technical services reviews device history to provide recommendations. Following discussions with the physician, it has been decided to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and replace the system with a traditional transvenous system.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a ventricular fibrillation (vf) episode while at home. The episode was correctly detected by the device and four shocks delivered; however the arrhythmia not converted. The device then declared the episode over, likely due to undersensing. A second episode was then declared: the physician states it was most likely a continuation of the first episode. The pt was reportedly asystolic for approx 15 seconds, prior to self conversion. All episode info was observed during a routine in-clinic f/u, as no adverse pt effects were reported during the episode. The pt was since then hospitalized as boston scientific's technical services reviews device history to provide recommendations. Following discussions with the physician, it has been decided to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and replace the system with a traditional transvenous system.

Manufacturer narrative:
Following confirmation of explant and return for analysis, this event will be further updated.